Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This right ventricle lead was received with the helix retracted and what appeared to have dried blood noted in the housing and neck region (or tip). This lead dislodgment allegation through visual inspection revealed no abnormalities. The lead tip appeared normal. All lead measurements were within normal range and confirmed through x-ray. Lead resistances measurements were confirmed to be measured normally. In conclusion product fault could not be concluded.

Event description:
It was reported that pacing failure occurred on the right ventricle lead. Through x-ray imaging this lead was confirmed to be dislodged. A repositioning operation was performed however high pacing threshold was observed and dislodgment was confirmed to have reoccurred. On (B)(6) 2019 a reoperation occurred in which a non - boston scientific myocardial lead and the issue was resolved. No further adverse patient effects have been reported. This lead has been returned and analysis has been completed. The results of this investigation is as enclosed.